Event description:
The complainant reported to boston scientific (bsc) on january 2, 2007 that a patient (age & gender unknown) underwent a diagnostic procedure. The radial jaw 4 biopsy forceps was utilized within the small bowel. Three days after the procedure, the patient experienced some bleeding at the biopsy site and was admitted to the hospital for a blood transfusion. The procedure was completed successfully. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.